Manufacturer narrative:
(B)(4). No UDI information is available.

Event description:
The following information was reported to gore: during a conversation with a physician at conference in (B)(6), the physician mentioned an issue he had with a gore® excluder® iliac branch endoprosthesis. He stated when they tried to deploy the first stage, the deployment knob seemed to be attached to the second stage knob and the entire device deployed at once. No adverse outcomes were noted and the physician stated it has not happened since that time.

Manufacturer narrative:
H.1. Further investigation showed that this event was reported previously under event # (B)(4), MFR report # 2953161-2017-00114, therefore this report will be retracted.